Event description:
It was reported that the insulin pump is delivering insulin while suspended. The blood glucose reading is 58 mg/dl. Customer has treated before calling. Customer stated that blood glucose reading always to low when the issue happens. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.